Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350-400 mg/dl. Pump system check was performed with tandem technical support and air bubbles were found in the tubing. Customer changed out the infusion set tubing and insulin delivery was resumed.